Event description:
It was reported that when using the bd pyxis¿ es server had nurse were unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the customer active directory account was not associated with the correct pyxis group. The technical support specialist resolved the issue by advising the facility¿s network administrator to update the user¿s group membership in active directory. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had nurse were unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.